Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a coronary artery drug eluting stenting treatment procedure a shaft break occurred. While the physician was prepping the 2.50x8mm taxus express2 drug eluting stent (des) the shaft at the proximal end "snapped" in half. The device never entered the pt and was thrown away. The physician completed the procedure with another of the same device and no pt complications were reported.